Event description:
The customer reported that while the unit was in use on a pt, the unit failed to autofill and displayed a "slow gas loss" alarm message. The unit was removed from the pt and therapy was discontinued. No pt injury was reported.